Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 10-apr-2024, it was reported that on 03-apr-2024 the customer experienced blockage in the tubing. No further information available.